Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient blood glucose (bg) reading was at 530 mg/dl with nausea, vomiting and strong fruity breath. It was reported that the patient was diagnosed with diabetic ketoacidosis and treated with insulin injection by medical personnel at the hospital. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump starting two days before the event date. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined all basal and bolus deliveries were correct and as programmed. Review of potential causes for perceived inaccurate delivery issues and bg issues did not identify any assignable causes. The reported inaccurate delivery issue was not resolved with troubleshooting. This complaint is being reported because, the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.